Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) was attached according to the procedure, but the umbrella part came out and it could not be used. A partial clamp was used during placement of the delivery device. There was no replacement device available for the procedure. There were no patient complications.

Manufacturer narrative:
Tw (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
N/a.

Manufacturer narrative:
Tw# (B)(4). Updated fields: b4, d9, e1(event site city, initial reporter, event site address) g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions, health impact), h11. The device was returned to the factory for evaluation on (B)(6) 2025. An investigation was conducted on (B)(6) 2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device, with the cover of the loading device removed. The seal was observed in an opened deployed state inside the loading device. The blue safety lock on the delivery device was observed to be off, which allows for the white plunger to be depressed. The white plunger was partially depressed. The seal and tension spring assembly was observed to be loaded into the delivery device. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no visual defects observed on the intact seal or tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.195 inches; the outer diameter was measured at 0.217 inches (B)(4). The length of the delivery tube was measured at 2.49 inches (B)(4). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to unfold or unwrap" was not confirmed, however, the analyzed failures "fitting problem" and "premature activation" were observed. The lot # 3000434862 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failures. Specific actions for the analyzed failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.